Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. Conclusion/root cause:the central processing unit (cpu) printed circuit board assembly (pcba) was returned for failure analysis. A visual inspection of the cpu pcba revealed no evidence of damage or contamination. Further analysis determined that the c201 component on the cpu pcba was cracked and this caused the reported primary alarm failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that primary alarm failure occurred. There was no patient involvement.